Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device alarmed no delivery alarms. Customer had high blood glucose. Customer's blood glucose was 450 mg/dl. Customer was able to resolve the issue by changing sets. After troubleshooting, customer will not be returning the device for analysis.